Manufacturer narrative:
The manufacturer investigation results are as follows. The complaint condition is confirmed. A visual inspection, complaint history review, and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The screwdriver shaft stardrive t25, long (03.632.401) is part of the matrix spine system - mis instrumentation technique guide 036.001.190 dsem/spn/1215/0391 and matrix spine system - degenerative technique guide 036.001.185 dsem/spn/0115/0266. Upon visual inspection using a 10x lupe it can be seen that distal tip has become stripped from excessive use. The balance of the device is in fair condition. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The following drawings were reviewed during investigation: drawing 03_632_400 rev b (current and manufactured). The drawing was found suitable to determine the intended device design, application and dimensional conformity. The instrument was found to have met the drawing specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: part # 03.632.401, lot # l074225. Manufacturing location: (B)(4), manufacturing date: 31.aug.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an initial posterior lumbar interbody fusion (plif) procedure at l2 to s1, while attempting to complete final tightening of the locking cap it was noted the screwdriver shaft appeared to be stripped as it was not grabbing the locking cap. Another screwdriver shaft was readily available and was used to complete the procedure successfully with no delay and no harm to patient. This report is 1 device. Concomitant devices reported: locking cap (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).